Event description:
Lifescan rec'd a report of a pt taking too much insulin while using an unknown lifescan meter. The report was rec'd in the form of a note written on a customer survey letter. The pt's meter had been allegedly displaying blood glucose results in the mg/dl unit instead of the mmol/l unit, which caused the pt to take too much insulin. This resulted in an emergency visit to the hosp. Pt is reportedly a senior with shaky hands. No further info has been reported.